Event description:
It was reported that during a percutaneous peripheral intervention procedure balloon withdrawal resistance occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the not very tortuous superior mesenteric artery (sma). A 7.0x19x90cm express sd stent was successfully deployed at 10 atms at the target lesion. When the physician went to withdraw the deflated balloon there was difficulty backing the balloon out and the balloon was getting stuck inside the stent. It was confirmed that the balloon was fully deflated. In attempts to remove the sds the physician dialed up and dialed down, pulled negative, and went neutral. The physician had to apply a lot of force to pull the express ld stent delivery system into the unspecified guide catheter. The stent did not move and remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).